Event description:
It was reported that prior to use with bd vacutainer® safety-lok¿ blood collection set it was discovered that the IFU for device is not compliant with ukrainian requirements. The following information was provided by the initial reporter: we discovered that some of the ifus for ids sm products are not compliant with ukrainian requirements. Ids sm products of higher classes were registered via conformity assessment body in ukraine. When product is registered via conformity assessment body it is required to have it indicated on the labels and ifus (conformity assessment body number must be placed on the labeling) ¿ it must be placed underneath the ukrainian conformity mark ukrainian conformity mark: ukrainian conformity mark with conformity assessment body number: as an example please see below the new IFU for sku 367300which was registered via conformity assessment body ¿ there is no ukrainian conformity assessment body number underneath the ukrainian conformity mark while it should be included. This is considered as non-conformity.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As nipro, japan is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use with bd vacutainer® safety-lok¿ blood collection set it was discovered that the IFU for device is not compliant with ukrainian requirements. The following information was provided by the initial reporter: we discovered that some of the ifus for ids sm products are not compliant with ukrainian requirements. Ids sm products of higher classes were registered via conformity assessment body in ukraine. When product is registered via conformity assessment body it is required to have it indicated on the labels and ifus (conformity assessment body number must be placed on the labeling) ¿ it must be placed underneath the ukrainian conformity mark ukrainian conformity mark: ukrainian conformity mark with conformity assessment body number: as an example please see below the new IFU for sku 367300which was registered via conformity assessment body ¿ there is no ukrainian conformity assessment body number underneath the ukrainian conformity mark while it should be included. This is considered as non-conformity.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It was determined by management that this is not a product complaint, therefore, this is not considered to be a reportable malfunction. See h.10.